Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced arthrofibrosis. Patient reports a great deal of discomfort and stiffness. Patient feels they are losing the motion achieved through therapy and asking if there are any options for surgical treatment to improve motion. Physical therapy was previously done for 3 months without any improvement. As a result, approximately 25 days after initial replacement, the surgeon and patient decided to go forward with a manipulation under anesthesia. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 02-020-14-0350 - truliant cr por fem cr por right sz 5: (B)(6) 02-022-47-5009 - truliant tib imp cr ins std sz 5, 9mm:(B)(6) 02-022-55-5050 - truliant por tib tray size 5f/5t: (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d. The reason for the reported surgery cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 MDR section codes updated/corrected: a if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.